Event description:
It was reported when using the bd pyxis¿ es server, system had a pop-up stating the antivirus was expired and users had two options to renew or uninstall. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone, other occupation and section g report source upon investigation of the actual device used in this incident, it was determined that the system exhibited an antivirus pop-up. The technical support specialist (tss) uninstalling and reinstalling eset to resolve the issue and the engineer performed a wireshark capture to diagnosis for what was going on for a long-term solution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, system had a pop-up stating the antivirus was expired and users had two options -- to renew or uninstall. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.